Event description:
The patient developed a large area of erosion due to vaginal mesh surgery on (B)(6) 2009, the mesh was used for repair of the pelvic floor. The patient suffered bleeding and pelvic pain from this "large area"of mesh erosion to the extent that walking aggravates the pain, limiting activity.

Manufacturer narrative:
Currently in the process of obtaining any additional information from the hospital that would assist in the evaluation of the complaint. There is no devices of the same lot available for evaluation. A review of the device history records, including the sterilization records, indicated that the mesh was processed and inspected according to procedures and no deviations were found. The instruction use (IFU) was reviewed and the device is indicated for hernia repair and has not been tested for pelvic organ prolapse. A follow-up report will be submitted if the additional information is obtainable from the hospital. Product complaints for this device family have been reviewed. (B)(4) reports of product problems regarding the use of the device for pelvic organ prolapse have been received.